Event description:
Event description cpi received information that this bipolar endocardial lead (4261) was removed from service due to insulation damage. Two cpi leads were implanted, another (4261) and a (4269).